Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of seroma-late and capsular contracture baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. The reason for reoperation was capsular contracture baker grade IV and seroma-late.

Event description:
Healthcare professional reported capsular contracture, baker grade IV, and seroma, unknown side. Device has been explanted. This record is for the right side.

Manufacturer narrative:
The events of granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional additionally reported "oval shaped circumscribed enhancing masses adjacent to each other.¿ healthcare professional additionally reported ¿oval shaped mass previously biopsied in 2015 is reportedly biopsy revealed granulomatous lymphadenitis."